Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: no information. (B)(6) 2009: (B)(6) hospital. (B)(6), md. Emergency room visit. Presented complaining of right leg pain. Diagnosed with deep vein thrombosis two weeks ago. Not on blood thinners. No tobacco, alcohol, or recreational drugs. Not on estrogen therapy. Surgical history tubal ligation. Weight 232 lb. Abdomen non-tender, no masses. Diagnosis deep vein thrombosis, right leg. Plan anticoagulation. Lovenox, coumadin. (B)(6) 2013: (B)(6) hospital. (B)(6). Emergency room visit. Presents for evaluation of pain in left leg. Diagnosed with right leg deep vein thrombosis years ago, but went away and was told she did not need to take coumadin anymore. Abdomen soft, normoactive bowel sounds and without distension. No masses, tenderness, rebound or guarding. (B)(6) 2014: (B)(6) center. (B)(6), md. History and physical. Being worked up by cardiologist for preoperative clearance for hernia repair when cardiac [sic] positive as outpatient. Scheduled to have cardiac catheterization the following week. Came to emergency room (B)(6) 2014 complaining of shoulder pain and back pain radiating to chest. CT scan showing saddle pulmonary embolism with multiple bilateral embolism. Admitted to intensive care unit. Surgical history cholecystectomy, hernia repair. Abdomen positive bowel sounds, soft and non-distended, no guarding, no rebound. Bilateral pulmonary emboli. Will get inferior vena cava filter. Diagnosed with pneumonia about two weeks ago. Resolving. (B)(6) 2014: (B)(6) center. (B)(6), do. Consultation. Obese, developed severe left-sided flank pain. Spiral CT showed saddle embolism. History includes bilateral hernia repair, double hernia repair. Abdomen soft and obese. Impression saddle pulmonary embolism. Plan inferior vena cava filter. (B)(6) 2014: (B)(6) center. (B)(6), md. Consultation. Admitted two days ago with pleuritic chest pain and shortness of breath, found to have pulmonary embolism. Medical history obstructive sleep apnea, umbilical hernia repair several years ago. Repair has broken down and patient has paraventral hernia, was scheduled for repair. Preoperative assessment included lexiscan perfusions study showing inferobasal defect. Angiography planned but not yet undertaken. Impression acute bilateral pulmonary embolism without hemodynamic compromise. Obstructive sleep apnea. Obesity. Abdominal hernia. Abnormal cardiac nuclear perfusion stress test without ischemic symptoms. Pancytopenia. Inferior vena cava filter has been placed and she is on appropriate anti-thrombotic therapy. Pancytopenia not a new finding. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Emergency room visit. Diagnosed with pulmonary embolism 3 days ago at (B)(6). On coumadin. This morning felt generalized weakness and exhaustion. Took a nap. With awakening felt chest pain. Resolved after 45 minutes. About a year ago, scheduled to undergo cardiac catheterization but never got it done, as hospitalized beforehand with pneumonia. Abdomen soft, non-tender, non-distended, normal bowel sounds, no pulsatile mass, no rebound or guarding. Revision preoperative complaints: (B)(6) 2015: (B)(6) hospital. (B)(6). History and physical. Presents with abdominal pain, localized, cramping, severity moderate. Has lasted for 6 days. Abdomen soft, non-tender, non-distended, normal bowel sounds, incarcerated recurrent umbilical hernia, no peritoneal signs. Diagnosis chronically incarcerated recurrent umbilical hernia, no obstruction. Possible discharge home if able to tolerate by mouth, no robotic operating room time until tuesday afternoon, robotic approach is my preferred approach for recurrent hernia; if unable to tolerate by mouth then keep in house until tuesday. Relevant medical information: (B)(6) 2015: (B)(6) hospital. Operative summary. Asa classification 3. Weight 218 pounds. Revision date: (B)(6) 2015 (hospitalization (B)(6) 2015). (B)(6) 2015: (B)(6) hospital. [Ni]. Implant sticker. Ventralight st mesh with echo ps positioning system, bard. Relevant medical information: (B)(6) 2015: (B)(6) hospital. (B)(6). Discharge summary. Date of admission: (B)(6) 2015. Discharge diagnoses incarcerated incisional hernia, morbid obesity, recurrent deep vein thromboses and pulmonary emboli, postoperative ileus, expected, chronic constipation. Non-ambulatory at home, history of hernia repair with mesh, comes in with severe abdominal pain. Has seen a surgeon previously who recommended surgery; 2 days prior to admission started having severe abdominal pain. CT showed bowel strangulation and patient admitted. Abdomen soft with evidence of ventral hernia with tenderness and guarding over hernia. Bowel sounds present. Underwent surgical repair of hernia once inr came to acceptable level. Postoperative complicated by multiple days of no bowel movement, although tolerating oral liquid diet. Unable to ambulate secondary to arthritis. Was getting physical therapy prior to surgery because of morbid obesity and osteoarthritis. By discharge, was doing well. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: no product ID provided additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: no product ID provided. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: laparoscopic reduction and repair of incarcerated incisional hernia with gore-tex soft tissue patch. Implant: gore-tex® soft tissue patch. Implant date: on (B)(6) 2008 (hospitalization on (B)(6) 2008). On (B)(6) 2008: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incarcerated abdominal incisional hernia. Anesthesia: general. Procedure: ¿the patient was brought to the operating room period general endotracheal tube anesthesia was induced. Oral gastric tube, foley catheter, and pneumatic compression stockings were all placed. The patient's abdomen was widely prepared and draped in a sterile fashion. A veress needle was introduced into the peritoneal cavity, left upper quadrant, and subcostal region percutaneously. Pneumoperitoneum was created to a pressure of 15 mmhg. A 5 mm optiview trocar was then inserted in the left upper quadrant through a stab incision using direct visualization entry technique. Survey of the abdomen revealed no evidence of any damage caused by veress needle insertion or initial trocar insertion. Examination of the peritoneal cavity revealed omentum to be up into periumbilical incisional hernia and trapped there. There was no evidence of any bowel involved in the incarcerated hernia. A 12 mm trocar was placed in left mid abdomen under direct vision and an additional 5 mm trocar in the left lower quadrant under direct vision. Using gentle blunt dissection, part of the omentum was reduced. Cold scissors lysis of adhesions and harmonic scalpel were used to free firm adhesions of the omentum to the edges of the hernia. It was found that well over half of the patients omentum was incarcerated through two fascial defects, one just above the umbilicus and one below the umbilicus. The omentum was incarcerated up into the stalked abdominal wall. Omentum was gently reduced using the harmonic scalpel to control bleeding spots. Once omentum was completely freed, it was carefully examined for several minutes and there was no sign of any active bleeding. The two incisional hernias were then mapped out on the abdominal wall. A piece of gore-tex dual mesh plus soft tissue patch was brought onto the field and trimmed to cover the two hernia defects with approximately 3 cm overlap in all directions. Forestay sutures were placed at 12 o'clock, 3 o'clock, 6 o'clock, and 9 o'clock around the patch. The patch was soaked in bacitracin solution, then rolled up an inserted into the peritoneal cavity. The patch was opened up and oriented so that the aspect of the patch faced the abdominal wall. Stab incisions were made at previously marked locations around the hernia for exteriorization of the stay sutures. A suture passer was then used to exteriorize the stay sutures so that there was encompass of full thickness part of the abdominal wall. Mesh patch was then suspended up against the abdominal wall and it provided good coverage around both hernia defects in all directions. The stay sutures were tied down. A spiral tacking instrument was then used to tack the circumference of the patch to the abdominal wall. A second row of tacks was placed a centimeter inside of the first row of tacks for additional fixation. Additional gore-tex sutures were then placed for locations around the patch for additional full thickness fixation of the patch. One suture was placed between each of the initial stay sutures. At the conclusion, the patch appeared to lay flush against the abdominal wall with no buckles or ripples. Survey of the abdomen revealed no evidence of any damage and no signs of any bleeding. A piece of surgiwrap was brought onto the field, rolled up, and inserted into the peritoneal cavity through the 12 mm trocar. The surgiwrap was opened up, elevated, and held over the gore-tex patch. Spiral tacker was used to tack the surgiwrap to the patch in two locations to prevent it from migrating. This was placed as an antiadhesion barrier. Using suture passer, gore-tex suture was placed full thickness around the fascia of the 12 mm trocar site and was tied down under direct visualization with good closure of the trocar site. Pneumoperitoneum was then evacuated allowing omentum to come up against the gore-tex patch. The 5mm trocars were removed. Marcaine 0.25% with epinephrine was infiltrated around all the trocar sites and stab incision sites. All skin incisions were closed with 4-0 vicryl subcuticular suture and dermabond. The patient was transferred to the recovery room in satisfactory condition having tolerated the procedure well. Sponge, needle, instruments counts were reported as correct.¿ product identification information was not provided. Relevant medical information: no information. Revision preoperative complaints: on (B)(6) 2015: (B)(6). History and physical. Chief complaint: abdominal pain. History of present illness: history of incarcerated abdominal incisional hernia, status post laparoscopic reduction and repair with gore-tex soft tissue patch on (B)(6) 2008, who presented to (B)(6) hospital ed on (B)(6) 2015 complaining of severe abdominal pain. She had been seen by a surgeon as an outpatient and was recommended further surgery for her abdominal wall hernia. CT abdomen revealed evidence of partial small bowel obstruction with evidence of small bowel strangulation and hernia sac. Home medications include lisinopril, coumadin, venlafaxine, gabapentin and flexeril. Abdomen: distended with evidence of low abdominal ventral hernia with tenderness and guarding over the hernia. Assessment and plan: incarcerated incisional hernia, admission, reverse coagulopathy, further surgical treatment of ventral hernia per surgery service. On (B)(6) 2015: (B)(6). CT abdomen / pelvis with contrast. Reason for exam: ventral hernia with intractable pain and rule out obstruction. Findings: ¿status post cholecystectomy. A hiatal hernia is present with contrast in the esophagus compatible with gastroesophageal reflux. There is mild dilatation of proximal small bowel to the level of a hypogastric midline hernia, caudad to mesh from an apparent prior abdominal hernia repair. The bowel within the hernia sac itself is slightly dilated with borderline wall thickening. The distal small bowel is decompressed. The terminal ileum is normal. There is a small amount of free fluid present within the cul-de-sac. No generalized ascites or free air is present. The fascial defect for the hypogastric hernia is approximately 5 cm in length and 5 cm in transverse diameter.¿ impression: ¿the overall appearance is that of a partial small bowel obstruction that appears to relate to the patient's hypogastric midline hernia. Bowel within the hernia sac itself is slightly dilated with the distal small bowel being decompressed. There is mild stranding of the fat within the hernia sac with associated fluid raising the question of incarceration. No pneumatosis is identified. A small amount of ascites as seen. Prior umbilical hernia repair utilizing mesh. Prior cholecystectomy.¿ revision procedure: robotically assisted laparoscopic recurrent ventral hernia repair. Revision date: on (B)(6) 2015 (hospitalization dates unknown). On (B)(6) 2015: (B)(6), md. Operative report. Assistant: dr. (B)(6). Preoperative and postoperative diagnosis: incarcerated recurrent ventral hernia. Anesthesia: general. Complications: none. Estimated blood loss: 50 ml. Specimens: none. Procedure: ¿the patient was lying supine on the operating room table, was prepped and draped in sterile usual fashion. Incision was made in the left upper quadrant, was carried down to the peritoneum with a visiport trocar. Pneumoperitoneum was then created to 15 mmhg of co2. Two 8-mm ports were placed in the left flank and left upper quadrant, both under direct visualization. The robot was undocked, dissection of the adhesiolysis of the abdominal wall was undertaken using blunt dissection as well as judicious use of electrocautery and sharp dissection using the laparoscopic metzenbaum scissors. There was noted to be a large ventral abdominal incisional hernia inferior to the umbilicus with multiple loops of small bowel stuck in it. These adhesiolysis was performed under direct visualization. No enterotomies were created. Bleeding was minimal. The omentum was also taken down from the anterior abdominal wall from previous hernia repair. Defect was noted to be approximately 4 cm x 6 cm in size. After it was completely reduced, the defect was closed using 2-0 v-loc stitches in a running fashion, one superiorly and one inferiorly meeting at the middle. There was adequate overlap inferiorly and superiorly. Next, a 15 cm round piece of ventralight mesh was tacked in place with securestrap tacker in a double crown configuration. Then, exparel was injected into the tissues around the tack. All ports were then removed. Pneumoperitoneum was released. Anterior abdominal defect, left upper quadrant was closed using a 0 vicryl suture in a figure-of-eight fashion. Skin incisions were closed using a 4-0 monocryl in running subcuticular fashion. Dermabond was placed. The patient was excavated in the operating room, tolerated procedure well. Spongin needle counts correct. Preoperative time-out was taken. Preoperative antibiotics were given.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2008 whereby a gore-tex dualmesh plus soft tissue patch was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, partial small bowel obstruction, severe and chronic pain. Additional event specific information was not provided.